Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the identified photos: red particles in the shell, white particles in the shell, opening on radius, encapsulation and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product". Device remains implanted.